Manufacturer narrative:
The manufacturer previously reported an issue alleging that a bipap device's sound abatement foam became degraded and caused removal of part of the lung and excessive foamy phlegm in the throat. The patient did report receiving medical intervention and had a surgical intervention to remove part of the lung. New information was received on 04/04/2022 that the patient is now alleging being diagnosed with state 3 lung cancer on (B)(6) 2022. Please see section h6 for this information.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused removal of part of the lung and excessive foamy phlegm in the throat. The patient did report receiving medical intervention and had a surgical intervention to remove part of the lung. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.